Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 was not detected on bus. A field service engineer (fse) found that the module controller light emission diode (led) were not lighting for the affected drawer while other drawers were functioning normally. The drawer was inspected and no visible issues were found. The module controller was replaced, but the led remained off and subsequently all drawers lost power. Tray connections were reseated with no change observed. The drawer controller was then replaced, but the pyxis modular controller board but led still did not illuminate. The pmc was replaced a second time, after which the issue was resolved. All relevant tests were performed in hardware test application and passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2 was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.